Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after a normal replacement took place and this right ventricular (rv) lead was implanted with no issue and good measurements a follow up took place days later and no pacing or sensing was seen as well as undersensing on the when it comes to this rv lead. Loss of capture was noted, and a lead dislodgement was confirmed. A repositioning procedure took place but the helix would not extend. This lead was explanted and replaced. No adverse patient effects were reported but not specified. This lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. An x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. No damage was noted at the leads tip or helix that would have contributed to the reported dislodgement. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.